Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It is reported that a difficulty to irrigate occurred. During an pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a farawave catheter was selected for use. During the procedure, the perfusion cavity was blocked and unable to perfuse. For this reason, catheter was replaced with another of the same device to complete the procedure. No patient complications were reported.